Manufacturer narrative:
Patient weight and ethnicity unknown/ not provided. If explanted, give date: still implanted. Initial reporter telephone number, (B)(6). MFR telephone number: (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that after implantation of a zfr00v intraocular lens (iol), the patient complained about halos and starbursts. Patient also complains she cannot open her eyes in locations with too much brightness, and cannot drive at night, or read for more than 10 minutes, either on mobile phone or paper book. Patient has returned a few times to the doctor's office and continues complaining. No further information was provided. This report is for the left eye. A separate report is being submitted for the right eye.